Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for potential use/user error related to this incident.

Event description:
The customer contacted baxter's technical service center to report an issue of leak which occurred on home choice (hc) during use during fill. The home patient (hp) stated that the heater bag was leaking and the hc alarmed check heater bag. The hp asked for assistance to end therapy so that she could start over with new supplies. The baxter technical representative (tsr) assisted the hp to end therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.